Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had changed the site but was getting a no delivery alarm. The customer's blood glucose level was 400 mg/dl. The customer treated the high blood glucose with a manual injection. Troubleshooting was performed for the insulin pump. Insulin did not exit during the 5.0 unit fixed prime test. They were unable to complete troubleshooting because the customer had run out of insulin. The customer called back again to report that they were still having problems with the insulin pump. The device will be replaced as the customer was uncomfortable with it. The device was sent back for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.